Manufacturer narrative:
Complaint conclusion: as reported, an unknown mynxgrip vascular closure device (vcd) essentially just came apart. The black wire stretched and everything just fell apart on it. There was no reported patient injury. Other procedural details were requested but were not provided. One non-sterile 6f/7f mynxgrip vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, while the stopcock was observed to be closed, with a cordis mynx syringe attached to the unit. The catheter sheath introducer (csi) was not returned for this evaluation. The sealant was exposed on the catheter shaft, and the advancer tube was not returned for this evaluation. The sealant sleeve was found in its manufactured position, while the balloon showed no abnormal condition to be reported. Additionally, a severely kinked/bent condition of the shuttle tube and a core wire detachment condition were observed during this visual analysis. A functional evaluation could not be performed due to the condition of the unit as received. The severely kinked/bent shuttle tube, the advancer tube not being returned for evaluation, the exposed sealant, and the detached core wire prevented execution of functional testing in accordance with the device instructions for use. A high-magnification microscopic evaluation was executed to examine the areas of the balloon, sealant, the kinked/bent shuttle tube, and the detached core wire region. During this analysis, the kinked/bent condition of the shuttle tube and the detachment of the core wire from the catheter were confirmed. Micro-elongations on the plastic material were found. Thus, it is likely that the material exceeded the yield strength prior to the detachment. The reported event of ¿catheter-catheter detachment¿ was observed through analysis of the returned device since there was a core wire detachment noted. The exact cause of the issue experienced could not be conclusively determined during product evaluation. Based on the limited information available for review and product analysis, procedural/handling factors most likely contributed to the issue experienced as evidenced by the kinked/bent condition of the shuttle and the micro-elongations noted along the separation edge, especially since it was reported that the black wire was stretched. The elongations observed in the material are commonly associated with separations caused by material tensile overload. Therefore, it is likely that the device was subjected to a tensile force exceeding the material¿s yield strength prior to the separation. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ the IFU also states when pulling tension prior to deployment, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt.¿ neither the product analysis, nor the information available for review suggest that the observed failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an unknown mynxgrip vascular closure device (vcd) essentially just came apart. The black wire stretched and everything just fell apart on it. There was no reported patient injury. Other procedural details were requested but were not provided. The device will be returned for evaluation. Addendum: per pe findings, the received unit presented a core wire detachment condition.